Event description:
It was reported that the patient was "hurting" and had alzheimer's, so she was not able to fully communicate her symptoms. It was also noted the patient had fallen once or a few times. The patient was in for a refill and a critical alarm was confirmed by telemetry; however, no alarms were heard by the patient's caregivers. The alarm was due to motor stall. The pump had multiple motor stalls and recoveries beginning (B)(6) 2013, and occurred twice on (B)(6) 2013, three times on (B)(6) 2013, and 17 times on (B)(6) 2013. A "stopped pump period may exceed tube set" error message occurred on (B)(6) 2013. The stall was constant. A low battery reset occurred on (B)(6 )2013, and the pump went into safe state. It was noted that the pump had been at minimum rate mode since (B)(6) 2013. The pump system was being used to deliver morphine and gabapentin. It was additionally reported that the physician was increasing the patient's oral medications and if the patient did ok with just oral medications, they would be explanting the pump and not re-implanting. The pump was programmed to stopped pump mode. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Final analysis on the pump revealed motor feedthru anomaly, shorting across insulator. Final analysis of the catheter revealed sutureless connector damaged at explant. (B)(4).

Event description:
Additional information: it was later added that the patient experienced no side effects from the event, the office noticed the motor stalls on log during refill. No rotor study or dye study was done.

Manufacturer narrative:
Product ID: 8709sc, serial# (B)(4), implanted: (B)(6) 2009, product type: catheter. (B)(4).

Event description:
Patient outcome was reported as recovered without sequela.